Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument had an error constantly reminding "reduce the pressure on the blade head." The procedure was completed with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed, and the findings did not replicate or confirm the customer reported instrument error issue. The instrument passed the energy recognition test on an in-house generator. The blades opened and closed properly. The instrument was fully functional. Additional unrelated observation(s) not reported by site: the instrument was found to have teflon pad damage. The teflon pad was damaged near the distal end, and the damage was axially aligned with the pad. The teflon pad was damaged, and there may be missing pieces; however, the size of the missing pieces cannot be confirmed, indicating that a fragment may have detached from the instrument. The probable root cause of the teflon pad damage is attributed to use conditions. Damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.